Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that they found moisture within the battery compartment after getting a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: the pump would not power on due to internal moisture. The battery compartment was cracked and there was evidence of moisture contamination found inside the battery compartment and the battery cap. The battery cap was able to be fully tightened. There was no evidence of additional moisture contamination inside the pump when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.